Event description:
Related manufacturer reference number: 1627487-2024-07356. It was reported that one of the patient's occipital leads had high impedances and their ipg migrated. Surgical intervention was undertaken on (B)(6) 2024, wherein the lead was explanted and replaced and the ipg was repositioned to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: scs outrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005323.